Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was reproduced and confirmed during evaluation. Evaluation found when trying to program an infusion that the letter "m" would auto populate, not allowing correct user input. In addition, evaluation found row 5 on the keypad did not function properly (no output). The failing component was determined to be the keypad. The failed keypad was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device had a keypad malfunction. There was no patient involvement.